Event description:
It was reported that plunger movement difficulty occurred while using an unspecified bd syringe. No patient impact reported. The following information was provided by the initial reporter: first microbore extension set tubing was attached to hizentra syringe medication syringe. Started to mildly push the syringe to start the priming process. Noticed that there was significant resistance and no medication was coming into the extension tubing. I did not want to put a lot of force on the syringe, so then I removed the extension tubing from the syringe and replaced with a new microbore tubing set.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and manufacturer site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture sample was recevied for evaluation by the quality team. The pictures shows the end of a tube and a white line is visible at teh end of the tube. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that plunger movement difficulty occurred while using an unspecified bd syringe. No patient impact reported. The following information was provided by the initial reporter: first microbore extension set tubing was attached to hizentra syringe medication syringe. Started to mildly push the syringe to start the priming process. Noticed that there was significant resistance and no medication was coming into the extension tubing. I did not want to put a lot of force on the syringe, so then I removed the extension tubing from the syringe and replaced with a new microbore tubing set.